Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the battery age light and was unable to recharge the ipg. Reportedly, the ipg became inoperable resulting in loss of therapy. As such, surgical intervention took place on (B)(6) 2023 when in the ipg was explanted and replaced to address the issue. Therapy was restored post operatively.